Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The bactiseal catheter (ID: ns0343) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2025-00278. A facility reported that a bactiseal catheter (ID: (B)(6)) was implanted on (B)(6) 2020. The catheter was revised and removed. A certas valve was implanted on (B)(6) 2019. The valve became unprogrammable and had a red spot floating on one side. As of (B)(6) 2025, the valve was set at 5, but it has been observed to change settings on its own. The valve was removed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.